Event description:
My doctor prescribed an irhythm (zio) monitor. The application caused irritation because they used an abrader on my sensitive skin followed by alcohol. The irritation got worse the longer I wore it. I had to remove it after 4 days. There were bloody, weeping, blistered rings on my chest after removal that took about two weeks to disappear.